Event description:
It was reported that a patient had an implantable neurostimulator (ins) replaced because the ins was "never deep enough" under the skin. In addition, the patient reported having lumps at this implant site. The reporter stated that the ins was implanted in (B)(6) 2011. It was reported that "the unit was never deep enough and caused problems from the outset." The patient saw her physician in (B)(6) 2012 and advised him then that the implant was uncomfortable: moving both upwards and outwards, itchy and causing pain down her right leg. The patient had a subsequent appointment with a different physician, who confirmed the patient's feeling that the device was only just under the surface of the skin and was, more than likely, the cause of the pain and discomfort. The surgeon denied that there were any problems up until (B)(6) 2012, when he replaced the unit with a smaller one and placed the new unit much deeper. The reporter stated that the surgeon advised in (B)(6) 2012 that the implant was just half a centimeter below the surface of the skin. It was reported that the first unit was meant to last 8-10 years and had a 12cm cord attached to it internally, and the second unit was smaller and was meant to last approximately 6 years. The reporter stated that there was a lump on the patient's back where the first unit was. The patient wanted to know if this problem had been seen before and if it was likely that the lump would reduce/go away on its own or if a permanent soft lump from the site of the first implant would remain. The patient was seeking advice and support from the manufacturer due to the problematic nature of the first implant, and it was reported that the physician had been unable to offer any up to now. The patient was directed to contact her physician. It was reported that the patient had an appointment scheduled with the surgeon for (B)(6) 2012. The patient requested an appointment with the manufacturer's representative at the same time to have some new programs added as they had reduced the settings to offset the leg and back pain. The patient wanted to try a couple of slightly higher mhz. The manufacturer's representative was aware of no further (surgical) interventions being planned for the patient and was scheduled to see the patient in october for a review of her settings. The manufacturer's representative had not heard about any major problems with the patient's stim.